Manufacturer narrative:
The patient was born in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis due to poor environmental conditionals/source of water. On the same day as the onset, the patient was hospitalized for the event of peritonitis. In the same month, the patient was treated with unspecified antibiotics (doses, frequencies and route not reported) for peritonitis. Sixteen days after the onset, treatment with antibiotics was discontinued and patient recovered from the event of peritonitis. At the time of this report, pd therapy was ongoing. No additional information is available.